Event description:
Laparoscopy - "procedure was performed normally, two days later post operatively, the pt returned to theatre with an incisional hernia in the area of the umbilical port site." Pt status - normal.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is to be conducted and a follow-up report will be sent upon completion of the evaluation.